Event description:
Surgeon reports pt developed what appeared to be a swollen, erythematous surgical site and upon drainage produced a thick cream colored material. Pt is currently under the care of the attending.